Event description:
Rec'd information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer declined to test blood glucose level. However, the customer stated she was fine.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A follow up supplemental report wil be submitted if the device has been rec'd.